Manufacturer narrative:
(B)(4). Date sent: 12/5/2023. D4: batch # 243c77. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ec60a device was returned with no apparent damage and with two ecr60d reloads(b and c) present. The reloads was received fully fired. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: when positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. Firing over an obstruction may result in incomplete cutting action, improperly formed staples, and/or inability to open the instrument jaws. The event described could not be confirmed as the device performed without any difficulties noted. Device history review a manufacturing record evaluation was performed for the finished device batch number 243c77, and no non-conformances were identified. Additional information was requested and the following was obtained: please clarify if the staples were malformed. If so, were staples observed to be malformed for both cartridges returned? The staples were not formed. What specific procedure was being performed? Pulmonary lobectomy. What was the diagnosis for the procedure? Unknown. What structure was the device fired upon? Lung tissue. Were the staples deployed the appropriate b form staple formation? No. Anything unusual sounds heard when the device was fired? Unknown. Any underlying pathology in the lung that would predispose to bleeding? Unknown. Was the staple lines inspected for hemostasis at the end of the procedure yes. How was the pneumothorax addressed? Unknown. Does the surgeon believe that the alleged issue experience with the device lead to the pneumothorax? Unknown. Please provide the status of the device(s) as it has not been received for analysis. The devices were returned and pi completed. Update event description: bleeding and pneumothorax. It was reported that during the surgery, after the fire of 2 reloads, noted bleeding. The surgeon changed the devices of other brand to control bleeding and complete the surgery. The patient experienced pneumothorax after the surgery.

Event description:
It was reported that during the unk surgery, after the fire of 2 reloads, noted bleeding. The surgeon changed the devices of other brand to control bleeding and complete the surgery. The patient is in good condition now.